Event description:
It was reported that this right atrial (ra) lead connected to a pacemaker exhibited intermittent undersensing. Atrial intrinsic amplitude was noted to be out of range. Further review was recommended by technical services (ts). No adverse patient effects were reported. This device system remains in service.